Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level of 360 mg/dl and a non life threating level of ketones. Customer was treated with intravenous fluids of saline to address the elevated bg. At the time of call with customer technical support the customer had not yet been discharged however, issue was resolved and no permanent damage. Customer changed pump supplies to address the issue.